Manufacturer narrative:
The lead was returned without a reported event. A partial lead (middle portion) was returned in one piece measuring 28.5cm/28.0cm (inner coil/lead body). Visual inspection of the lead found an external insulation abrasion breaching the unknown cable lumen at 9.0cm to 9.8cm from the proximal end of the superior vena cava (svc) shock coil distal to the suture sleeve tie impression. The ethylene tetrafluoroethylene (etfe) cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.